Event description:
The customer reported that had intermittent 12 lead ECG acquisition.

Manufacturer narrative:
The customer reported that had intermittent 12 lead ECG acquisition. The factory has not yet received the device for eval, and the complaint is still being investigated. A follow-up report will be submitted upon completion of the investigation.